Manufacturer narrative:
Resmed technical service center in (B)(4) performed an evaluation. The evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported by resmed (B)(4) that while an astral device was being tested by their facility, it failed to pass its internal self-test. The device was not in use when the fault occurred, therefore, there was no patient involvement.